Manufacturer narrative:
Correction: b5 was updated to indicate that the insulation was damaged.

Event description:
It was reported that a patient's presented with high defibrillation and high pacing impedance on the right ventricular (rv) lead. It was noted that the rv lead insulation was damaged. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient condition was stable.

Event description:
It was reported that a patient's presented with high defibrillation and high pacing impedance on the right ventricular (rv) lead. It was noted that the rv lead insulation was noted. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient condition was stable.